Event description:
Ous MDR - these leads were implanted on (B)(6) 2014 in a patient with complete av block. On (B)(6) 2014, the patient came to the emergency department with severe symptoms. The two leads were found dislodged (the atrial had fallen from appendage and the ventricular was in a different fluoroscopic position from the implant). The physician tried to reposition the two leads. The screws went in and out but every time he tried to apply traction to the leads in order to verify the stability the leads dislodged. He finally decided to use different leads from competitors.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during the surgery. In the course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular, the values measured during the analysis of the fixation mechanism proved to be within the technical specifications. In summary, there was no sign of a material or manufacturing problem.